Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that at the patient¿s week 1 post-operative appointment today ((B)(6) 2018) the rep checked connectivity and it showed all red check marks on the 0 through 7 lead. The impedance check ran and all electrodes were greater than 40,000 ohms. The lead was not used for programming. The rep used 8 through 15 and was able to capture the patient¿s area of pain. The issue was not resolved at time of the event. The event occurred on (B)(6) 2018. No surgical intervention occurred or had been planned. No further complications were reported/anticipated.